Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No unexpected low reservoir or no delivery alarm was noted. No check settings anomaly was noted during testing. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported by the customer that they do not believe their insulin pump is functioning properly due to high blood glucose levels. Customer's blood glucose level was 456 mg/dl and they are treating with manual insulin injections. Customer was advised to disconnect from device. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be flush with the device. Next, customer was asked to check for air bubbles in infusion set tubing. Customer verified there were no air bubbles. Afterwards, the customer was asked to perform a high pressure test. Device failed testing twice. Advised to discontinue use and revert to back up plan. Nothing further reported.